Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021 and (B)(6) 2021, a (B)(6) year-old male patient faced two kinked cannula symptoms/issue and it was noticed three hours after insertion of the infusion set. Therefore, he experienced high blood glucose level, which they tried to treat with multiple daily dose injection, but on the same day ( (B)(6) 2021), the patient went to the emergency room due to high blood glucose level. His highest blood glucose level was 522 mg/dl and had moderate ketone level which was not assessed as dangerous/life threatening by the healthcare professional. Moreover, the infusion had been used for less than a day. During his stay in the emergency room, the patient received fluids of saline, insulin and an unspecified medication intravenously as corrective treatment which resolved the issue. The patient was in the emergency room since 12:30 pm and was not released at the time of this report. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.